Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed final electrical testing prior to shipment.

Event description:
During the investigation of high lead impedance, reported in medwatch report # 1644487-2010-02830, analysis of the dual pin m104 generator source code revealed that the last system measurement of the battery voltage was 11.352 volts, which was noted to be a non-typical value. Visual examination revealed no anomalies. A 4 kohm resistor was inserted into the generator header cavity, and system diagnostic testing revealed high lead impedance (>10,000 ohms). The generator was subjected to and successfully completed a final electrical test except for battery voltage measurements. The battery voltage measured 11.8 volts and 11.9 volts, which duplicates the battery voltage that was observed in review of the generator source code. Further analysis of the generator was performed with the generator can opened and the battery still attached, and no visual anomalies were identified. Multiple system diagnostic tests were then performed and the resulting impedance values were found to be within range of the load applied. A DHR review was performed which revealed that the device did pass final electrical testing prior to shipment. Further manufacturer investigation of the non-typical battery voltage measurement is currently underway.